Event description:
Celect ivc filter was implanted on (B)(6), 2013. Three months later, dr. Tried to remove filter. Unsuccessful. Two weeks later, another dr. Tried to remove filter. Unsuccessful. (B)(6), I went to another hospital and the filter was removed. The first 2 attempts mangled the filter and broke off 2 spokes, or legs of the device. They were located in the heart and lung, unable to remove. They are still there. That is 4 surgeries and I am left with 2 pieces of metal in 2 vital organs. Manufacturer reported as bard.